Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses. It was reported final imaging identified the trunk-ipsilateral leg component had migrated proximally 4-5cm. The cause of migration is unknown. The physician reportedly used a balloon to pull the device down 1-2 cm. At this point, the physician reportedly decided to convert the patient to an open repair. He was successful in removing the main device and left the other two devices in place. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Added patient identifier. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm with three gore&#59397;excluder&#59393;aaa endoprostheses. It was reported imaging confirmed the trunk-ipsilateral leg component was implanted in the intended location below the renal arteries. A contralateral leg component was implanted just above the patient's left hypogastric artery. It was reported as the patient's right common iliac artery was aneurysmal a coil embolization procedure was performed on the artery. The decision to perform the coil embolization procedure was reportedly made pre-operation. A contralateral leg component was then implanted for distal extension in the right common iliac artery. After all three devices were implanted in their intended location they were ballooned in place. It was reported final imaging identified the renal arteries were covered by the trunk-ipsilateral leg component. The trunk reportedly migrated proximally 4-5cm above the renal arteries. The cause of the migration is reportedly unknown. The physician reportedly used an aortic balloon to pull the device down 1-2 cm. It was reported the physician decided to convert the patient to an open repair. The physician was successful in removing the trunk-ipsilateral leg component and left the two contralateral leg component devices in place. The patient tolerated the procedure.